Event description:
It was reported to philips that the device failed the operational check. Hv capacitor energy low - out of allowed tolerance. Quoted repair. Pending customer response to quote.

Event description:
It was reported to philips that the device failed the operational check. The bench technician confirmed the operational check problem. The bench tech evaluated the device and found the high voltage capacitor storage energy was low. The high voltage capacitor needs to be replaced. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The device after servicing will be returned to the customer. No further evaluation around the high voltage capacitor is warranted at this time.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.